Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue, however the evaluator inadvertently did not evaluate for the reported symptom. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had registered next load point incorrectly (example: when inserted in point 1, it registered load point 2). The event happened during setup. There was no patient involvement. No additional information is available.